Event description:
The customer reported positive blood cultures grown from a collection bag. The collection bag for this kit grew gram+ cocci in clusters/ peptostreptococcus. The disposable set will not be returned because it was discarded by the customer. This report is being filed due to a positive blood culture found in the collection bag.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.